Event description:
The customer reported that an error code displayed on the sys when it booted up. No pt injury was reported.

Manufacturer narrative:
(B) (4). Error code displayed. The ge service rep installed the original configuration and tested the device. The system operates as intended.